Manufacturer narrative:
(B)(4) 2013: this event concerns a device that was manufactured and used outside the united states. Method: the programmer files were reviewed. (B)(4).

Event description:
Reportedly, patient was admitted in hospital on (B)(6) 2013, because of vt. Vt was confirmed on surface ECG at approximately 180 bpm. An external shock was delivered, which successfully terminated the vt. Customer requested an explanation as for why no episode was recorded in device memories for this vt and why it was not treated by the ICD.